Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate reading. Reportedly, the customer loaded 280 units of insulin into the cartridge and the insulin gauge read 105 units. During troubleshooting with tandem technical support the customer reloaded the cartridge and the insulin gauge was accurate. Customer's blood glucose level was not impacted.